Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. B3: date of event: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: (B)(6). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received the following information: the angio-seal device was used on (B)(6) 2026. On (B)(6) 2026, after the patient was released from bed rest, bleeding (greater than 250cc) and swelling were observed at the puncture site. Manual compression was then applied, and pressure was maintained over the weekend to achieve hemostasis. However, hemostasis was not achieved, resulting in emergency surgery on (B)(6) 2026, two- hour poba performed by the cardiology department. The surgery was successfully completed and the patient recovered. According to the physician, he used the device as usual, and the cause of the event was unknown. The physician also stated that there was a causal relationship between the events and the device. The procedure before deploying the device was cas. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8 french. The puncture site was proximal to the inguinal ligament of the right or left (unknown) common femoral artery. The vessel¿s diameter was 6 mm. The patient was currently walking; however, was experiencing some pain. The patient was scheduled to be discharged soon. No equipment or other devices were used with the angio-seal.